Event description:
A user facility reported to olympus, upon reprocessing, the evis exera ii ultrasound gastrovideoscope did not pass the leak test. There was no reported patient harm or impact due to this event. The device was returned to olympus and upon evaluation at the repair center, there was a gap between the acoustic lens and ultrasound probe where stain entered inside the lens through the gap. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of failed leak test was confirmed. Additional evaluation findings were as follows: due to wear of grip, water tightness is lost, due to damage on elevator channel plug, water could not be supplied, due to wear of fe lever, u/d knob cannot be locked securely, cracked scope body, the number of missing element exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, damaged acoustic lens, scratched distal end, chipped adhesive around the objective lens, wear on the bending section, and bending angle in up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe where stain entered inside the lens through the gap could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.